Event description:
It was reported that the patient underwent a revision procedure 13 years post implantation due to pain and elevated metal ion levels. During the revision, the surgeon noted trunnionosis from the taper neck junction. Only the head was replaced. A dual mobility was placed on the cleaned trunnion, and the procedure was completed without complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6 suggested component code: mechanical (g04) stem h11. Visual examination of the provided picture identified the head involved in the reported event but could not be used to confirm the complaint. No device returned. No further analysis can be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: it was evident that there was trunnionosis or blackening of the neck of the femur and within the head taper junction suggesting this was the source of the elevated cobalt and chromium ions. Therefore, the metal-on-metal portion was not the problem, but it was the taper neck junction with a large head on the titanium stem. A definitive root cause cannot be determined compliant confirmed via provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.